Event description:
According to the reporter, during a laparoscopic myomectomy procedure, the thread of the device broke off while being applied on the soft tissue of uterus. The surgeon used continuous stitching technic while closing the soft tissue at the later stage of the procedure. The device was removed and another new device was used to complete the case. There was no patient injury.